Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab rupture occurred, 40cc catheter noted to be ruptured, another placed a 40cc iabp, that was also ruptured, 30cc catheter then placed". The customer/user is unable to provide additional information surrounding this event. Please see assocaited MDR#: 3010532612-2025-00592.

Event description:
It was reported "iab rupture occurred, 40cc catheter noted to be ruptured, another placed a 40cc iabp, that was also ruptured, 30cc catheter then placed". The customer/user is unable to provide additional information surrounding this event. Please see assocaited MDR#: 3010532612-2025-00592.

Manufacturer narrative:
(B)(4) the serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a plastic bag. Upon return, the teflon sheath was noted connected to the hemostasis cuff; blood was noted in the sheath sidearm. The oneway valve was tethered to the short driveline tubing. The blad-der was fully unwrapped. A bend to the central lumen was noted at approximately 61cm from the iab distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the helium pathway. The bladder thickness was measured at six points with measure-ments ranging from 0.0056in-0.0063in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. Dried blood was noted within the one-way valve. The catheter's central lumen was aspi-rated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Two leaks were im-mediately detected from the bladder membrane. Under microscopic inspection, a total of two (2) leak sites consistent with contact from a sharp object were noted around the circumference of the bladder at approximately 3cm and 8.1cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "iab rupture" is confirmed. During the investigation, multiple punctures consistent with contact from a sharp object were found on the iabc bladder and this caused the re-ported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifica-tions were not met during the complaint investigation due to the bladder leaks. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.